Event description:
The initial report regarding a multi-parameter monitor (mpm 16) was described as follows; "mpm turned off on day 2 during a procedure. No display." On (B)(6) 2012, the following information was received; "patient contact yes, not affected by monitor change. Replaced monitor and worked perfect. No need to revise the catheter." Additional information received on (B)(6) 2012 further described the events that occurred that makes this reportable. A "mpm turned off on day two during a procedure, there was no display. It took 30 minutes to exchange monitor "pic + t ^o." The patient was prepped for surgery but fortunately, the patient was stable with normal vital signs while in the intensive care unit, so there was no need of another surgical procedure. The monitor failed while this patient was waiting to go into surgery. The patient was anesthetized, under general anesthesia when the monitor failed. The patient was without any monitoring for approximately 30 minutes."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.